Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. This report is submitted on january 17, 2022.

Manufacturer narrative:
This report is submitted on november 24, 2021.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.